Manufacturer narrative:
(B)(4). The patient recovered from peritonitis and was discharged from the hospital twenty five days after admission. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This is a report of a use error that resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique during peritoneal dialysis (pd) therapy, which resulted in bacterial peritonitis. The breach in aseptic technique was further described as the patient did not wear a mask during therapy. The peritonitis was manifested by abdominal pain and cloudy pd fluids. The patient was hospitalized on the same day as onset of the peritonitis. Treatment and outcome of the peritonitis event was not reported. It was unknown if the patient was retrained on aseptic technique. Dianeal therapy was ongoing. Additional information was requested but is not available.